Event description:
An event was reported under the (B)(6) clinical study and classified as inappropriate device detection and far field r-wave (ffrw) sensing on the atrial lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7299 implantable cardioverter defibrillator (B)(6) 2005; 694965 implantable tachy lead (B)(6) 2005; 4193 implantable pacing lead (B)(6) 2005. (B)(4).